Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 445 mg/dl. The customer reported the infusion set leaking from the top while sleeping. The customer had symptoms of nausea. The customer treated the high blood glucose level with a manual injection. The current blood glucose level was 446 mg/dl. The customer did troubleshoot the issue and found the leak was at the site area. The insulin pump will not be returned for analysis.